Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the patient with this right ventricular lead, presented to the emergency room with intermittent pacing pauses on telemetry. The patient was dependent. The system was found to exhibit noise, oversensing and pacing inhibition that resulted to less than two seconds of asystole. In addition, a low, out of range, pacing lead impedance measurement was noted. None of the daily measurements were below 400 ohms. They were able to reproduce the noise on rv channel. Hence, reprogramming was performed to maintain pacing and avoid oversensing; however, loss of capture was still observed. Boston scientific technical services discussed possible cause and advised getting an x-ray. Additional information received indicated that this patient underwent a revision procedure where their pacemaker was explanted and the rv lead was surgically abandoned. It was reported that the x-ray and fluoroscopic test did not reveal any defect. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.